Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cerelink sensor was not returned for evaluation as the product is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a monitor with directlink was indicating negative readings in patients who are in good shape and expected icp readings around 15-19 mmhg. Sensor zeroing procedure in water - checked - ok according to IFU. Directlink cardiomonitor calibration (0 / 100mmhg) done properly. Cerebrospinal fluid flow in the icp sensor area (typical reason of negative pressures) excluded by doctor. No additional information has been received after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.